Event description:
The pt was received from the cardiac cath lab with extensive bleeding from cath site in groin post chito-seal application. Manual pressure applied to bleeding for 30 minutes with softball size hematoma noted. Hemoglobin dropped from 14.3gm/100ml to 11gm/100ml and transfusions were required. Ultrasound was performed and a pseudoaneurysm was ruled out. Discharge was cancelled and the pt was monitored overnight and was found to be stable with no further bleeding. Discharged the next morning. Multiple attempts have been made to obtain add'l info and clarification from the customer, but no info has been made available.